Manufacturer narrative:
This report is submitted on january 15, 2018, (B)(4).

Event description:
It was reported that the patient was administered a cream, subsequent to the patient experiencing scabbing at the abutment site. Following treatment, the site appears to have reportedly improved.